Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Device was returned for evaluation. Tip was not returned. Visual inspection confirmed the impactor tip was fractured off. Sem analysis conclusion: fracture artifacts suggest the instrument likely fractured from a possible bending overload fracture, likely the result of heavy use over time. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty, while impacting the glenosphere, the piece on the distal end of the impactor fractured into pieces. No pieces fell into the patient. No adverse events have been reported as a result of the malfunction.